Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. (B)(4)

Event description:
Clinical follow-up was requested and on 08/28/2017 the surgeon provided the following additional details. Following an uneventful cataract surgery and istent implantation, the patient presented on postoperative day five (5) with a ½ clock hour cyclodialysis cleft. The cleft was treated with cycloplegia for one week, a steroid for two weeks, and stricter rest. The surgeon reported that the hypotony was likely caused by the patient¿s "violent sneezing, nose blowing, and exercising." The hypotony was treated with atropine and durezol, and was reported as resolved. The patient¿s hyphema was self-resolving with no sequelae. Currently the patient is stable and off latanoprost.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers were not provided. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Cyclodialysis cleft, blurry vision, hypotony, and hyphema are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
It was reported to glaukos by the patient that two days post-cataract and istent surgery, a "bleed" developed that resolved within one week. The patient also reported blurred vision, "a small tear" behind the stent, and an intraocular pressure (iop) of 4 mm hg. The patient is currently on two drops twice a day. Additional information has been requested from the surgeon.